Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: tip broke off during surgery the failures identified in the investigation is consistent with the complaint record. The probable root causes could be the blade comes contact with a hard object, excessive pressure such as bending or prying. The reported failure mode will be monitored for future reoccurrence. Mfg date: 12/17/2015. (B)(4).

Event description:
It was reported that the tip broke off.